Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 circuit breaker was evaluated and reset. The high voltage (hv) cable connections to the x-ray tube were also evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation failed to power up and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.